Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The pump battery had high resistance with lab failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no new information.

Manufacturer narrative:
Information references the main component of the system and other applicable components included: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, lot# n234736003, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a consumer receiving morphine (20 mg/ml, 0.96 mg/day) and fentanyl (1760 mcg/ml) with unknown dosage via an implantable infusion pump. The patient had a history of back pain. It was reported that the pump had a motor stall with recovery several days prior to replacement surgery which was found during interrogating the pump including logs. During the procedure, the healthcare provider (hcp) was unable to clear the catheter from cap and the catheter was also replaced. The patient tolerated all procedure well and was doing well. The issue was resolved and patient status was alive with no injury at time of the report. No further complication was reported.